Event description:
Boston scientific received information that this atrial lead impedance measurements have been fluctuating over the past year, and today are greater than 2500 ohms which triggered the lead safety switch feature on the device. During a generator replacement procedure, the lead was polarity was changed to unipolar which normal impedance measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.